Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the hospital staff placed two batteries on the battery charger and they appeared to be fully charged. The batteries were then connected to the battery clips and the system controller. After placement of the batteries, the system controller began alarming. At this time, the hospital staff immediately checked the power on the batteries and found that the battery placed onto the white power cable was completely dead. Visual inspection of the battery appeared to be normal. The hospital staff replaced the battery and all alarms were resolved. Upon review of the history data on the system monitor, even though it was thought that a fully charged functioning battery was in place on the black power cord, low flow and a pump stoppage were noted. A review of the submitted log file data revealed one loss of power event to the system controller, causing the pump to stop and resetting the internal clock. The patient was asymptomatic during the event. No additional information was provided.

Manufacturer narrative:
The patient weight was not provided.approximate age of device - 2 years, 4 months.the device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The reported event related to battery support time was confirmed during the analysis of the returned battery pack. The battery was due for calibration; not calibrating batteries will result in inaccuracies with the battery gauge. The returned battery had the potential to display an inaccurate charge due to the need for calibration. The returned battery was calibrated, performed and the battery supported the returned system controller with the other test battery for several hours without any functional issue. No further information is available. The manufacturer is closing its file on this event.